Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The cannula was measured and found to be 1.17 inches which is out of specification. The timing and cause of this damage could not be determined. Though the soft cannula was stretched, fluid was able to flow through the complete fluid path as intended. No other damages or defects were observed that would have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 403 mg/dl. The pod was worn between 36 and 48 hours on the back. Hyperglycemia treated with a new pod.